Manufacturer narrative:
Investigation results: the complaint of a leak was confirmed and the cause appeared to be manufacturing related. One 24g insyte autoguard IV catheter was provided for investigation. Fluid was leaking through a breach in the adapter that coincided with the wedge. It appeared that the breach was caused during the manufacturing process. The appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaks at the connection vs. Hub. The following information was provided by the initial reporter, translated from japanese to english: according to the customer report leakage occurs from the connector even though it is connected to the catheter. Please confirm is there any cracks found in the hub.